Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus that the videoscope had air bubbles coming from the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a foreign body from the forceps opening; a foreign body in the image guide snake tube; and a foreign body from the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional issues were identified during the device evaluation: insufficient angle; angle up/down side lock was not working; bending rubber adhesion part was floating; scratch (cut) on switch 3 rubber; air/water cylinder paint was peeling; probe water cover; scratch on image guide snake pipe; resin floating at insertion bend; channel main body stain; and watertightness failure due to forceps channel pinhole. The foreign material found has been attributed to insufficient cleaning. The customer has provided cleaning, disinfecting, or sterilizing processes. The device was cleaned, disinfected, and sterilized before being sent in for repair. It was unknown if the customer had any idea about the nature of the foreign material. It was unknown if there was any delay in the start of precleaning. There were no abnormalities reported in the accessories used for reprocessing. The scope was presoaked in the detergent solution. The customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the forceps opening, image guide tube, and distal end could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: chapter 6: application and conditions for cleaning, disinfection, and sterilization chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.